Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that intra-operatively, the site was unable to get the 4.5 x 26 millimeter screw to show up. The tool card was added and the infinity taps, bit, and driver were added as the category for the tracker and the tip was the infinity driver. The enable 5.5 millimeter diameter and partially threaded options were both toggled off. The surgeon started to navigate with a different screw and then when the manufacturer representative went back to the 4.5 x 26 screw, it showed up. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay due to this issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The logs were reviewed but provided no additional insight regarding the cause of the reported issue. If information is provided in the future, a supplemental report will be issued.